Event description:
It was reported that during a lap appendectomy procedure, the hand piece when connected to the generator showed error code three. It was not reported how the procedure was completed. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and gave an error code 7. It no longer meets design specs for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur.